Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect anatomy - stent used in superficial mesenteric artery (sma). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the superficial mesenteric artery with heavy calcification and 99% stenosis. The herculink elite stent was advanced to the lesion and deployed at 14 atmospheres, during which, the balloon ruptured. As the stent was adequately deployed, the stent delivery system (sds) was retracted. Slight resistance was felt between the implanted stent and the ruptured sds balloon during retraction. The sds was withdrawn into the aorta and the sds balloon was confirmed, via fluoroscopy, to be intact with the shaft of the device. During withdrawal from the anatomy, resistance was noted with an unconfirmed source, likely the non-abbott guide wire. The sds was removed as a unit with the guiding catheter and the guide wire. Upon removal from the anatomy, it was noted that the tip of the device with the balloon had separated and remains in the anatomy. Angiogram was performed, however the tip and balloon could not be found. The separated portion was thought to remain in the right internal iliac artery. The patient was asymptomatic and it was decided that the risk of removal was greater than the risk of leaving the separated portion in place. Therefore, no retrieval attempts were made and the procedure was concluded. The patient will be monitored closely for any sign of lower extremity vascular compromise. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the herculink elite renal and biliary stent system instructions for use (IFU) states: the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty (ptra) of a de novo or restenotic atherosclerotic lesion located within 10 mm of the renal ostium.